Manufacturer narrative:
Qn# (B)(4). The actual device was returned for evaluation. A visual exam was performed and it was observed that there was a large hole in the main body of the tube. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A non-conformance was opened to further address this issue.

Event description:
It was reported that "leak in the tube, where the pilot balloon connects to the tube". No patient injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported that "leak in the tube, where the pilot balloon connects to the tube". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).